Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on: (B)(6) 2011, the patient presented with pre-op diagnosis of pseudoarthrosis of anterior cervical fusion at c6-7. Cervical kyphosis at c6-t1. The patient underwent following operating procedure: revision anterior approach to the cervical spine with microdissection . Anterior cervical discectomy at c7-t1. Anterior cervical fusion with cage at c7-t1. Revision anterior cervical fusion at c6-7 with cage. Implantation of bmp collagen sponges at c6-7 ad c7-t1. Somatosensory evoked potential electromyography and motor evoked monitoring . Anterior cervical hardware removal at c6-7. Per op notes, "... The cage was packed with a small piece of bmp soaked collagen sponge and packed into the disk space . .. The cage was also packed with a small piece of bmp .. ." Patient alleges unspecified injury due to the use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.